Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Representative reported unknown side ruptured. Device not implanted.

Event description:
Representative reported unknown side ruptured. Device not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the anterior side assessed as surgical damage. Additional observations: creases observed on the device. Non penetrating nicks. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown side rupture. Device not implanted.